Manufacturer narrative:
Per tandem user guide: the dexcom g6 cgm only allows pairing with one medical device at a time. Ensure your cgm transmitter is not connected to the dexcom receiver before pairing with the pump. No product was returned for evaluation. Should new relevant device not returned.

Event description:
It was reported that the transmitter lost connection with the pump for over one hour. Reportedly, the transmitter was paired with the dexcom receiver in addition to the pump. During troubleshooting with tandem technical support the session between the receiver and the transmitter was ended and a new session with the pump and the transmitter was started. No additional patient information was available